Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00165) . (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented for follow-up after receiving an alert for eri. A sudden depletion was noted on the device battery. The device was explanted and the patient is in good condition.